Event description:
It was reported to philips that the system was unable to perform geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred; planned treatment was performed by the customer and the procedure was aborted and completed by moving the patient to another room. The philips field service engineer (fse) inspected the system on site and confirmed that the geometry movements were not available. Upon troubleshooting fse found that pdu (power distribution unit) was defective. To resolve this issue, fse replaced the power distribution unit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.